Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the package was damaged. An encore balloon catheter inflation device was selected to be used. The device was taken out from the box and when the cover was opened, it was noted that the interior packaging was cracked and sterility was compromised. The device was not used and the procedure was completed with another encore inflation device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the original opened box; however, the tray was not returned. Visual inspection identified to visual defects on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the package was damaged. An encore balloon catheter inflation device was selected to be used. The device was taken out from the box and when the cover was opened, it was noted that the interior packaging was cracked and sterility was compromised. The device was not used and the procedure was completed with another encore inflation device. No patient complications reported.